Event description:
It was reported that during implant of the lead, placement difficulties were encountered. When examining the lead outside the patient, the conductor came completely off the lead. The lead was not implanted and a new lead was used to complete the procedure. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the lead was stretched. It was also noted that the distal conductor was stretched and the outer insulation was pulled apart (overstress).

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.